Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va07xn0, implanted: (B)(6) 2013, product type lead; product ID neu_pt m_prog, product type programmer, patient. (B)(4).

Event description:
It was reported the patient needed a ¿boost for her bladder¿ which meant increase. It was stated the patient had not felt stimulation in a long time, ¿maybe months, she did not know.¿ it was also stated the symptoms ¿had always been there.¿ the patient was on program 2 at 8.5 volts and was able to see the lightning bolt. The patient was redirected to her healthcare provider. It was reported the patient had overactive bladder and they ¿peed all the time and needed to adjust the thing.¿ it was stated about a month prior to report the patient noticed a return of symptoms, and about three weeks prior to report the patient went to the bathroom 12 times in about 2 hours while at a friend¿s house. The patient was on program 2 at 1.6 volts and the implantable neurostimulator (ins) was on, but reportedly did not feel stimulation. The patient adjusted to 5.3 volts and was able to feel stimulation. It was reported the patient fell on her back about two weeks prior to report and since then she had not felt stimulation or ¿it was too weak and not doing anything¿ since about two days prior to report or longer, she could not remember. The patient was on program 2 at 8.5 volts and wanted to adjust higher. The patient was not able to adjust stimulation and the programmer screen kept going blank. The patient was redirected to her healthcare provider. It was reported the patient was not feeling stimulation and had been peeing ¿all the time but was not sure for how long, she did not remember that stuff.¿ it was stated the patient did not touch the programmer and was not sure how stimulation was increased to 8.5 volts. It was stated the ins was off. The patient decreased stimulation to 2.0 and turned stimulation back on, but the patient could not feel stimulation and wanted to increase stimulation. It was noted there was no stimulation sensation and a loss of therapeutic effect.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the reason for the call was to ask for help with the following perceived issue. The caller stated she contacted hcp (healthcare provider), who instructed her to call manufacturer. The caller stated: (original trouble with the therapy began prior to (B)(6) 2014 when the patient had several falls. Due to health issues, the patient did not address the therapy problems at that time, though she did notice a decline in therapy.) The caller stated: (the caller notified hcp in (B)(6) that the therapy wasn't working well for the patient. In (B)(6), a medtronic representative was called into the clinic to assist with the issue. The medtronic representative reprogrammed the ins (stimulator) at that time and determined that only program 4 was viable since there was suspicion that the multiple falls lead to possible lead migration. The medtronic representative was made aware of the therapy issues at that time. The patient noticed an improvement in therapy at that time.) The caller stated: (3-4 weeks ago, the patient had another fall. Two weeks ago, the patient fell again and the therapy began to decline once more.) The caller continually stated that "this was the only lead that worked" and "all the other leads were not working." Attempted to clarify and believes the patient meant to refer to electrode combinations. The ins appears to be on and delivering stimulation at 6.0 volts on program 4. The caller was asked to turn up the stimulation, which she stated made the patient feel "like she had to pee." The caller was asked to turn the amplitude down since that was not the desired outcome of increasing the stimulation. Also offered that the medical facility the patient was currently in page an representative. It was noted that the results was unresolved at this time.